Manufacturer narrative:
Smiths medical int'l was notified of this event on 12/28/05. However, smiths medical asd, inc. Was not notified of this event until 1/25/07. This catalog number is not sold in the us, however, similar product is. Results evaluations codes: investigation: the returned sample was visually inspected. Examination of the damaged area showed a fracture at the point where the tube enters the flange. Further examination revealed that the tube was securely welded to the flange and the tube did not appear brittle. A review of the complaints history database highlighted no other complaints of a similar nature for this lot number and one for this product group. A further review of the manufacturing records highlighted no anomalies. Root cause: it is not possible to assign a definitive root cause, but possible causes are: device was removed from it's mandrel using the tube, not flange during the welding process causing a weak area on the tube and/or; the use of excessive force on the tube whilst in use. Corrective action: retraining of applicable personnel.